Manufacturer narrative:
Date sent to the FDA: 9/2/2021. H6: appropriate term / code not available (e2402) utilized to capture bugle. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2014 and on (B)(6) 2021 due to recurrent ventral hernia, seroma, abdominal pain, adhesions, bulge, discomfort and necrosis. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
Date sent to the FDA: 09/27/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The other procedure is captured in a separate file. No additional information was provided.